Manufacturer narrative:
The product has not been returned for evaluation. Therefore, the root cause of the customer's reported issue cannot be confirmed. System log review confirmed the sureform stapler and reload were last used on (B)(6) 2022 with seven uses remaining on system sk2393. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is considered a reportable event due to the following conclusion: it was alleged that the staple line did not fully form and fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time it is unknown what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy the customer had issues with the sureform 60 stapler instrument. The stapler was not firing all the way and would not fully complete a staple line. When removing the green reloads, fragments reportedly had fallen inside the patient. The fragments were retrieved during the same procedure. No x-ray was performed. The procedure was noted to have been completed with no patient injury. Follow up was performed with the customer, and additional information was obtained. The fragments were removed from the patient manually by the surgeon. An x-ray was not performed. There was no patient harm and no post op complications. It was not confirmed if the fragments were staples that fell from the reload. The robotics coordinator confirmed that there were no complications due to the incomplete staple line. The customer clarified that not all the staples were fully formed across the staple line but the tissue still held together. There was no cut tissue that needed additional work to be held together. No intervention was required. There was no leaking or bleeding due to the incomplete staple line. There was no other information available.